Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed on the returned sample which showed an oily substance on the top side of the sample with valve body cavity 1. During the visual inspection of photo sample, it appeared to show some type of oil substance in the packaging. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between august 22-24, 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set felt slippery when handling it. The issue was noticed while opening the valve set package inside IV hood during preparation. The packaging contained an oily, seemingly scent-free liquid. More moisture was noticed than expected. A new valve set was used to resolve the issue. There was no patient involvement. No additional information is available.